Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al10002104 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient experienced pain at their implant site. The patient also reported sporadic tingling down both legs and feet and pain at the lead insertion site as well. The physician recommended turning off their device and ordered an x-ray. Also, the physician told the patient to contact the local care team to do some reprogramming to see if it could help after the x-ray results come back. The patient also mentioned the physician noted the neurostimulator is slightly elevated in the pocket. The patient believes the pain subsided after turning off their device and will monitor their symptoms until the x-ray results come back and attempt to reprogram. Additionally, the patient has not had any other treatment for this event. The patient had all of the same symptoms even with the device off. Then the patient had surgery to explant their neurostimulator and tined lead.